Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The arteriotomy locator was returned mated with the sheath. No other accessories components were returned. Visual inspection revealed that the locator was found to be mated with the sheath. No gross anomalies were observed with the drip hole or the blood inlet hole of the arteriotomy locator. The alignment of the blood inlet holes was checked, and no obstructions or anomalies were noted. No visual anomalies were noted. Dimensional testing was performed. The inner diameter of the drip hole on the arteriotomy locator was measured to be 0.022" which was within the manufacturer specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.054", which was within the manufacturer specification of 0.056" +/-0.002". No functional testing was performed on the returned device since there was no allegation indicative of possible occlusion of the inlet hole and drip hole. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2019-00978.

Event description:
The user facility reported that the physician threaded the angio-seal locator/insertion sheath assembly over a radifocus guidewire and inserted the assembly into the artery. The physician observed the backflow of blood and slowly withdrew the assembly. However, the backflow of blood did not stop and the whole assembly was completely out of the artery. The device was not used, and another angio-seal device was used to continue the procedure. The physician failed to fit the sheath cap and the device sleeve properly. However, the physician decided to withdraw the device until the black compaction marker was slightly exposed. Then, the physician cut the suture. The procedure was completed, and hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown. The patient has peripheral vascular disease. Severe calcification around the puncture site was observed. The blood loss was less than 250cc. There was no health damage for the patient.